Event description:
It was reported that the image reversed horizontally on the 9900 system during a case, also the cb 2 breaker tripped and collimator closed down. The 9900 system had to be rebooted and the procedure was completed without to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The failure could not be duplicated. The gib, ffb, boards and the hard drive and backplane were installed during the service call. The system was tested and found to be working as intended and put back into service.